Event description:
Please refer to report 0009613350-2019-00464.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. No relevant medical data has been received. Visual examination: the durasul liner shows multiple deep scratches at the rim and on the anchoring surface. No single imprints from the metallic spikes of the shell can be identified. The peg is deformed. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). Possible contributing conditions to the assembly issue include too high or low impaction force during implantation, wrong assembly procedure, slight deformation of the metallic shell due to the very hard bone conditions, soft tissue and/ or debris left between insert and cup prior to seating and storing the insert in a rather cold place which might lead to a slight decrease of the outer diameter (material reduction). However, based on the available information an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Whereas per was received for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, the insert did not fit in the shell and was loosened which led to 15 min delay to replace the loosened liner.